Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an operating room (or) staff called mid procedure and reported an erbe integrated electrosurgical unit (iesu) error c-34 occurred every 3-4 seconds with a message activation interrupted. During the call, the caller was booting the system back up after a restart. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller perform hard power cycle on the erbe, but the issue persisted. The tse recommended using the force triad as an alternative but the caller did not have a bifurcated energy activation cable. The caller stated they would figure something out and ended the call. The procedure was delayed for greater than 30 minutes. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that they connected the monopolar instrument to a covidien triad ligasure machine to continue the procedure until the erbe could be replaced. The procedure was delayed for 30 minutes and completing as planned without intra or post operative complications. The patient was under anesthesia at the time of the event. According to the surgeon, the issue resulted in increased length of anesthesia time but did not cause any long-term complications with the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use.